Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective load cell module 2. The broken covers and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection, unrelated to the reported complaint, observed a cracked front enclosure at the front area and the load plate cover was damaged with a hole that affects the watertight seal. The observed physical damages were appeared to be the characteristics of harsh impact, attributed to user mishandling. The front enclosure and load plate cover were replaced to address the damaged issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The root cause of the reported complaint was the defective load cell module 2. To remedy the ua07, load cell module 2 was replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During training, customer reported that the autopulse platform (serial #34667) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.